Event description:
A carestream health service engineer went on site in response to a customer issue unrelated to this event. While on site, the customer reported that the plug on drx revolution mobile x-ray system s/n (B)(4) was hot to the touch. The field service engineer disassembled the plug from its power cord and found loose wires within the plug casing. The field engineer tightened the wires and re-assembled the plug to its power cord. Two other units on site ((B)(4)) were checked to determine whether they may also have loose plug/power cord connections. Unit (B)(4) was not hot to the touch, but when checked was found to have a slightly loose connection also. This connection was also tightened. Unit (B)(4) did not have a loose connection and no tightening was necessary.

Manufacturer narrative:
The power plug on the drx revolution mobile x-ray system is clear (transparent) and the wires to the connecting cable are visible within the plug. The carestream filed engineer investigated this issue and discovered that the plug was warm to the touch. The field engineer tightened the connection between the plug and the power cable. The plug/cable is an assembly purchased from a supplier. The supplier's manufacturing process is responsible for assembling the plug to the cable using screws are not tightened sufficiently, the connection can become loose. Carestream health has concluded that all plugs of this design will be replaced in the field. The plug has been re-designed to incorporate a molded plug/cable assembly so that the manual screw tightening operation is eliminated. This design has been implemented in carestream's manufacturing process for the drx revolution. A report of corrections and removals ((B)(4)) has been submitted to FDA.